Manufacturer narrative:
Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2025. On (B)(6) 2026, during the ongoing use of the device, the balloon was removed via endoscopic procedure. The balloon was found to be deflated. There was no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.